Manufacturer narrative:
Product has been received by manufacturer, but investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the circuit would not pass the leak test on the (B)(4) ventilator. No pt injury reported.